Manufacturer narrative:
Additionally during investigation of the monitor a report malfunction was found. Upon investigation, the rear response button was not functional. The cause for the failure was caused by the rear response button center/ dome was off center. The root cause of the off center dome cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found.